Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc competitor lead, implanted: (B)(6) 2012; 0184 competitor lead, implanted: (B)(6) 2012. (B)(4). Evaluation summary: the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, and the outer insulation of the lead was extrinsically breached due to a tear; proximal segment returned and analyzed.

Event description:
It was reported that the patient noted pain and discomfort since implant. High impedance was eventually noted. Coil separation was confirmed via fluoroscopy. The physician attempted to extract the lead by applying traction but in the course of doing so, a distal section of the coil sheared off and remains in the patient. The remainder of the lead was explanted. No patient complications have been reported as a result of this event.